Event description:
Caller reported that insulin pump alarm sounded at 6:40pm. The vials were replaced. A blood glucose test was conducted with freestyle at 7:00p.m.with a hi outcome. An insulin correction of 18-20 units was administered. Patient experienced a hypoglycemic event with hallucinations, fever, and seizures. Threatment was not described. Subsequent blood glucose reading were not captured.